Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ez-io was being inserted into a cardiac arrest patient. During use, the driver seemed to bog down and lose power. The insertion was able to be completed by using another driver from another truck on the scene. There was no patient injury, death or complications reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the ez-io driver was returned for evaluation. Quality performed a visual inspection of the returned driver and observed that the bottom of the cap seal was cracked. A review of manufacturing records did not yield any relevant findings. The device was subjected to functional evaluations including: rpm evaluation, sawbone insertion, and force to bog down test. The device demonstrated sufficient power to perform medium and hard bone insertions. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone." The reported complaint could not be confirmed. However, the potential root cause is operational context, as proper technique is required when using the device. No further action will be taken.